Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 433mg/dl. The customer states their levels had risen as high as 534mg/dl. Troubleshooting was conducted. The device was found to be operating as designed, and did not alarm for no delivery during testing. The customer declined to troubleshoot for high blood glucose level. The customer will call back if levels do no go down after treating with the pump.